Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damages were found at the snake wrist disks and snake wrist cables. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. Additional finding that not reported by site: the instrument was found to have one dislodged and missing ceramic dot at the distal jaws. The dots are not placed in their original places a they are missing. The instrument passed continuity test. The root cause is attributed to accidental impact loads from another instrument. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps was reported to be broken from the area between the axis and the wrist. Precise information regarding the remaining uses, the details of the event and dates are not known. The procedure was completed with no reported injury.